Manufacturer narrative:
A complete lead was returned in one-piece measuring 57.6cm. Analysis was completed. No lead issues found.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During initial implant, it was observed the new atrial lead had impedance above 4000 ohms. The lead was exchanged without issue. The patient was stable.